Event description:
Customer states that approx 5:30 pm in 2000, they tested their blood sugar on their pqid meter and the meter reading was in the mid 300's. This was 30 minutes before dinner. Pt took their insulin to sliding scale even though they did not feel hyperglycemic. Pt ate dinner then became ill one hour after their meal. The onset was rapid and they experienced dizziness and lightheadedness. Pt ingested 20-25 glucose tablets and ate 2 candy bars with little effect. User called 911 and 15 minutes later the paramedics arrived. Their blood sugar was approx 57 on the paramedic's equipment after they were given liquid glucose sublingually. They went by ambulance to the hosp and felt better on arrival. The caller was kept 3 hours for observation.